Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Report source: foreign: spain. Complaint sample was evaluated and the reported event was confirmed. Visual examination and evaluation of the femoral augment screwdriver 3.5 mm hex identifies fractured tip. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to repeated use of the instrument over its almost 13 year field life, which caused wear and tear to the instrument and led to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.